Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. Customer state blood glucose level was slightly elevated but that it was normal for the customer. Customer stated it is unknown whether or not the shutdown affected blood glucose levels. It was indicated that the customer would use manual injections or backup pump as alternate insulin therapy.